Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date received by manufacturer: the reportable information was received on 2019-may-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was experiencing pain because of the surgery (they cut her in the middle of her back to put the ¿anchor cord¿ on and then the ins above her hip in the fatty tissue). The patient confirmed that this was normal pain at the incision site from surgery. The patient reported that she was reading her spinal cord stimulation (scs) book and inquired about avoiding tossing and turning with her implant. The patient reported that because of the pain from the surgery, she couldn¿t help but have restless nights where she tosses and turns. The patient reported that she may be without pain for 30 minutes and not tossing/turning but that was only if she was lucky. The patient reported that she had ¿good nights and bad nights.¿ no further complications were reported. Additional information received from the healthcare professional reported that the new stimulator was implanted in a better location for the patient. The pain at the incision site and tossing and turning had been resolved so far. The implantable neurostimulator (ins), two leads, and two accessories were returned for analysis. No further complications were reported/are anticipated.